Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and exhibited non-intuitive motion on universal surgical manipulator 4 (usm4). The vse movements were 180 degrees out. After the customer reseated the instrument twice, it was 90 degrees. The technical support engineer (tse) identified a 31010-error indicating a sterile adapter issue. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon did scale appropriately to the instrument. The instrument did not move in the intended direction. The moved 180 degrees from the intended movement initially, then it was it was 90 degrees when the instrument was reseated. When commanded to move right, the instrument went left and when commanded to move up, the instrument went down. The time of the instrument movement was appropriate. There was not any shakiness and/or friction experienced/observed. There was not any instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent with the initial vse, but the new vse worked as intended. Replacement of the vse resolved the issue. The drape lot number is unknown, and the drape is not available for return. There was no patient injury. The instrument was inspected prior to use, and nothing was observed out of the ordinary. The instrument will be returned to isi for evaluation. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The following patient demographics were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.